Manufacturer narrative:
The subject device is not cleared for sale in the us, but a similar device is commercially available in the us. An eval of the device cannot be performed, as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported by the pt that there is metalic sound (like a hitting sound of the metal) in the knee. The pt had the replacement of distal femur with hmrs distal component. The alignment of the component is proper.